Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller had not had an improvement in symptoms since their ins was implanted. Caller was not able to connect to ins during the call. Redirected back to patient services to continue troubleshooting. Additional information was received from the patient. It was reported that they had called their managing health care provider (hcp) who told them they could change their program. The patient stated they were calling back for assistance in changing their program to assist their issue of the therapy not helping. The patient connected to their settings on the call and switched from program 6 to program 7. The patient asked why there weren't more programs. Reviewed that if the patient found that program 7 didn't help either, they could call their hcp to schedule a potential reprogramming session. The patient was going to monitor their symptoms and if program 7 didn't help, they stated they'd follow up with their doctor to discuss additional programming. Additional information was received from the patient. Patients reported they had the interstim implanted for both bladder and bowel. They never felt like it was helping much, the only thing it was helping with was that they weren't expelling as much urine, but it never helped their bowel but probably because their sphincter muscle is damaged. Recently patient fell and the pain was so bad and they knew it was related to the implant because the pain is very particular. When patient increases the stimulation they get pain if they go too high. When patient fell down the pain was so bad that they thought maybe the implant had moved in the fall. Patient lowered the amplitude as much as possible and the pain is not as strong but its still constant especially when standing. Patient called the implanting doctor who ordered an x-ray and the doctor said it does not look like anything moved. The doctor said patient could have it removed or install a new one. The patient wanted to know about interstim device recalls and reimbursement. Reviewed information and redirected to managing hcp. Patient asked if there were any new devices available. Reviewed general information regarding altaviva therapy and emailed additional information per patient request. Patient will follow up with managing physician. Patient called back reporting that they are in a lot of pain and they have been having it all the time and not as strong now. Patient said they wanted to get the implant out. Patient said that they talk to representative about 3 days ago over the phone about removing their implant. Patient said that their doctor is requesting for annie to contact them. Initially agent understood annie to be the mdt rep but upon completion of the call. Agent found out that patient spoke with a representative in patient services. Agent requested the representative to contact patient per patient request patient provided updated event information stating that they spoke with a local mdt rep who directed them to turn stimulation all the way to zero. Patient has plans to follow up with the rep at their managing physician's office to discuss next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.